Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device found that there were numerous sheath kinks. The handshake connection was not visible as it was within the sheath and not retrievable. At 37.2cm distal from the strain relief and 40.6cm proximal from the sheath tip, the sheath was worn. Majority of the coil was stretched from the burr to the handshake connection.

Event description:
It was reported that the burr catheter got fractured. The target lesion was located in the coronary artery. A 1.50mm rotalink burr was selected for use. The physician noted that the speed was set as required and was within the specified range. During the procedure, it was noted that the tip of the burr catheter got fractured inside the patient. The device was removed normally. The procedure was completed with another of the same device. No complications were reported, and the patient condition was good and stable post procedure.

Event description:
It was reported that the burr catheter got fractured. The target lesion was located in the coronary artery. A 1.50mm rotalink burr was selected for use. The physician noted that the speed was set as required and was within the specified range. During the procedure, it was noted that the tip of the burr catheter got fractured inside the patient. The device was removed normally. The procedure was completed with another of the same device. No complications were reported, and the patient condition was good and stable post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.